Event description:
Event description guidant received information that this implantable lead displayed loss of right ventricular capture. The lead had dislodged, and was successfully repositioned and remains in service.